Event description:
It was reported that one day post-implant, at the post operative device check, this right ventricular (rv) lead exhibited decreased signal amplitudes of 1.9 mv, decreased pacing impedance measurements, and increased pacing threshold measurements. The pacemaker was reprogrammed to ensure av intrinsic conduction and the rv pacing outputs were increased. An x-ray was performed which confirmed the lead had slightly dislodged. The patient was discharged to home and was scheduled for a rv lead revision the following week. When the patient returned for the lead revision, rv capture was intermittent at maximum outputs. A new lead was implanted for left bundle branch area pacing (lbbap) and the dislodged lead was explanted. No additional adverse patient effects were reported outside of the additional surgery needed to replace the lead. The explanted lead was disposed at the facility and will not be returned for analysis.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.